Event description:
Caller reported inform system result at 3:45 was 545 mg/dl. This result didn't match the patient's symptoms, so a repeat test was performed on the same meter at 3:50. That result was 54 mg/dl and matched the patient's symptoms. They treated the patient based on the 54 mg/dl result. A lab sample drawn at 4:00 was resulted as 121 mg/dl. No adverse event reported. Strips not available for return.

Manufacturer narrative:
Strips not available for return.